Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door was failed to open. A field service engineer cleaned the tower latches to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 3 was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.